Event description:
A gia 60 stapler was loaded and passed to the surgeon who fired it, then it was returned it to the scrub nurse for reloading. The scrub nurse was unable to remove the load, so the stapler was removed from the sterile field and a new gia 60 stapler and load was passed up to sterile field.